Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the recurrent mitral regurgitation. It was reported that on (B)(6) 2017 the patient underwent the mitraclip procedure with two mitraclips reducing the moderate-severe grade functional mitral regurgitation (mr) down to mild. On (B)(6) 2018 an echocardiogram found the mr was a mild to moderate grade. Although the mitraclips were stable and attached to both mitral valve leaflets, the increase in mr was not related to disease progression. No treatment was given for the mr. No additional information was provided.

Event description:
Subsequent to the previously filed report, additional information was received that in the opinion of the physician, the post procedure mitral regurgitation (mr) grade was mild to moderate; therefore, the one month mr grade of mild to moderate mr was not changed from the post procedure mr grade. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation and there was no device malfunction reported. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additional information was received that in the opinion of the physician, the post procedure mitral regurgitation (mr) grade was mild to moderate; therefore, the one month mr grade of mild to moderate mr was not changed from the post procedure mr grade. Since the initial MDR has already been filed, the event must remain MDR reportable. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. No further investigation is required.